Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was already in the hospital for a scheduled procedure when they started feeling sweaty and disorganized. The reading on the cgm showed 68 mg/dl and the nurse did a bgm and it was showing 42 mg/dl. The patient was npo for the procedure, so the nurse gave her IV sugar to treat her low. At about 8:15 to 8:30am, they check on her bgm and it was showing 58 mg/dl and on cgm it showed 73 mg/dl. There was no further treatment for ongoing hypoglycemia reported. The patient said they checked on her fingerstick again at about 10 to 10:30 am and bg shows 103 mg/dl and her cgm showed 85 mg/dl. The patient underwent imaging and had medication unrelated to the inaccuracy episode. After 12hrs her cgm shows 233 mg/dl and her bg showed 258 mg/dl. At the time of the report, the patient was home and recovering. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.